Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medical intervention, extension of hospital stay, reoperation, additional anesthesia.

Event description:
According to the reporter: during an incisional hernia repair procedure, there was confusion regarding the instructions for use information for mesh products. Two boxes were placed in the sterile field. One of the nurses left for lunch, and upon her return, noticed that one of the packages was opened incorrectly. The mesh that was inside the patient's abdomen was removed and the procedure was delayed due to risk of infection. Due to the delay in the procedure, the patient was admitted to the hospital and placed on antibiotics for two days. The patient underwent additional anesthesia to repair the hernia two days after her original procedure date.